Event description:
A malfunction on the pump was reported by the customer. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer contacted technical support, who assisted in resetting the pump. The issue was resolved, allowing the customer to continue using the pump without further recurrences. The customer was advised to call back if the problem reoccurred.